Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed and the reported allegation in this complaint has not been confirmed. Visual analysis of the returned fiber showed that the fiber was in good condition, additionally. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Microscope inspection identified no visual or functional failures. During functional testing, the aim beam was bright and round. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available the cause that contributed to the reported event cannot be established. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during an ureteroscopy, the physician was injured in his hands by the fiber. The burn was located on the hand near the wrist and was considered mild severe. The procedure was completed with another fiber without patient complications. Also, an additional intervention was requested.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported that during an ureteroscopy, the physician was injured in his hands by the fiber. The burn was located on the hand near the wrist and was considered mild severe. The procedure was completed with another fiber without patient complications. Also, an additional intervention was requested.

Event description:
It was reported that during an ureteroscopy, the physician was injured in his hands by the fiber. The burn was located on the hand near the wrist and was considered mild severe. The procedure was completed with another fiber without patient complications. Also, an additional intervention was requested.

Manufacturer narrative:
B3. Date of event updated.